Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
A pediatric patient experienced an allergic reaction after a dental cleaning with nupro sensodyne orange prophy paste. The symptoms presented one hour after dental procedure and included itching, redness and welts on face, arms and back. It was also reported that patient swallowed part of the prophy paste. The patient was treated with cortisone and the symptoms remediated. The current status of the patient is good.